Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was not able to completely fill some reservoirs and would have to change reservoir sooner. Customer's blood glucose was unknown. Attempts were made to contact customer to discuss further.